Event description:
It was reported that the patient did not use the device and forgot to charge it. The device discharged and then it was replaced. The outcome was reported as resolved without sequelae. The severity of the event was noted as "mild."

Manufacturer narrative:
Product ID 377875, lot# v021281, serial#, implanted: 2007 (B)(6), explanted: product type lead; product ID 377875, lot# v021281, serial#, implanted: 2007 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger; product ID 37742, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).